Event description:
Boston scientific received information that received information that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements. There was no sensing noted along with loss of capture. An x-ray was obtained which revealed the lead was fractured 3 centimeters distal to the suture sleeve. An invasive procedure was performed. The lead was capped, surgically abandoned, and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.